Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that for the past 3 weeks, it was taking the patient 3 to 6 minutes to do a bolus when usually it would take 3 minutes. The patient stated that they do the bolus 9 times a day and it was eating up a considerable part of their day. Sometimes the patient would get stuck at 90 percent when trying to connect to the pump and they would have to redo it the second time. During the call the patient service walked the patient through clearing out the data on the handset. The patient would attempt to bolus and call back in if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient reporting that whenever they were trying to deliver a bolus it sits around and getting stuck at 90% and it took 1 to 3 minutes to get it successful. Agent reviewed data and assisted in deleting the data. The patient was able to successfully connected and deliver a bolus without any further issue.